Manufacturer narrative:
Data analysis was performed on inratio precision data provided by end-user lot. Results as follows: date: (B)(6) 2011, 1st inr: 4.2, 2nd inr: 2.5, mean: 3.35, sd: 1.20, %cv: 35.88. Since % cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Previous investigation of strip lot #241836 from (B)(6) 2011 met precision criteria. Donor 1, 1st inr: 3.6, 2nd inr: 3.7, 3rd inr: 3.5, mean: 3.6, sd: 0.10, %cv: 2.78. Donor 2, 1st inr: 2.1, 2nd inr: 2.2, 3rd inr: 2.1, mean: 2.13, sd: 0.06, %cv: 2.71. Since % cv is less than 16%, inratio meter results pass the criteria for precision. No further testing is required at this time. No product was expected to be returned. Retain strip test result comparison met precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 4.2; 2nd inratio: 2.5. Immediate retest on different finger and same hand. Pt's therapeutic range: (2.0 - 3.0).